Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure on (B)(6) 2010. According to the complainant, the patient had a malignant tumor in the esophagus, due to cancer. The length of the stenosis was eight centimeters, and the diameter ten centimeters. The patient¿s anatomy was mildly tortuous; however no dilatation was performed as the endoscope was able to be advanced through the target lesion. During the procedure, the device was advanced through the target lesion over the guide wire without problem. Deployment was attempted; however the suture became tangled and was unable to be retracted. As a result, the stent was partially deployed. The device was removed from the patient, and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. From the information available this device was used per the directions for use (dfu) / product label. Predilation was not performed and this may have been a potential contributing factor to the complaint incident.